Manufacturer narrative:
The reported incident that locking screw axsos 3 ti 4.0mm / l75mm was alleged of issue s-36 (component / device stuck) could not be confirmed, since the device demonstrated to not fail. Based on the investigation, the root cause was attributed to a user related issue. The device inspection shows that, even though the product was received attached to the plate, it could be removed by applying a reasonable force. Once removed, the device showed to be correct, no damages over the locking system were found. The locking screw was stuck in the plate as a result of an over torqued insertion, but the locking screw is correct. Visual inspection: the device was received the 26th of october 2015 for evaluation. It was identified as a screw with catalog number 661075 / lot number p30940. The screw was received inserted in its plate (plate cat n 627334 / lot n r15986. Refer to (B)(4)). It was used a brand new sample screw driver (sample screwdriver cat n 702747 / lot n f07839) to remove the screw and it was easily removed applying a reasonable strength. Once removed, the screw was inspected and the locking system was correct, there is no damaged present on it. The screw thread was slightly damaged but, as the plate thread was correct, this damage might be result of the extraction process of the adjacent screws. There is nothing present that might indicate that the screw failed to non-comply, the pictures shows that the locking region of the screw is correct. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: it has been seen that the screw locks and unlocks adequately. The screw was removed from the plate but applying a reasonable strength. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During a hardware removal while removing the plate one of the locking screws in 2nd row of proximal portion of plate was jammed and would not turn. 2 screwdrivers were used and both tips of screwdrivers broke off. Plate was removed with screws still locked in. All of the other screws were already removed. Surgeon rotated the plate to back out the jammed screw after screwdrivers broke. This was a standard hardware removal to remove painful hardware. Patient was fully healed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Stryker unknown locking screw.

Event description:
During a hardware removal while removing the plate one of the locking screws in 2nd row of proximal portion of plate was jammed and would not turn. 2 screwdrivers were used and both tips of screwdrivers broke off. Plate was removed with screws still locked in. All of the other screws were already removed. Surgeon rotated the plate to back out the jammed screw after screwdrivers broke. This was a standard hardware removal to remove painful hardware. Patient was fully healed.